Event description:
The patient contacted animas on (B)(6) 2012 reporting a low prime volume with the pump. There was no additional information at the time of the report. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history did not reveal any loss of prime warnings in the black box. The reported prime values were verified in the prime history. On testing, a rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and found to be within specifications. The pump was opened for investigation and did not reveal any defect or contamination of the pump's interior.